Event description:
It was reported that the procedure was to treat a myocardial infarction patient. The target lesion was in the left anterior descending (lad) artery. During the procedure, a spontaneous rupture of the septal branch occurred. There was no device in the septal branch. Pericardiocentesis was performed. The 3.0 x 19 mm graftmaster stent delivery system (sds) was then advanced for treatment, but could not cross to the perforation due to the anatomy. Dilatation was performed and the sds then crossed successfully. The stent was implanted; however, the perforation continued to leak. The 3.5 x 19 mm graftmaster sds was advanced, and the stent was implanted, sealing the perforation successfully. Five hours post-procedure, the patient died in ICU. The cause of death was noted to be a second atrial fibrillation, possibly due to an additional spontaneous rupture. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effect of death, as listed in the over the wire (otw) graftmaster instructions for use (IFU), is a known patient effect that may be associated with the use of the jostent graftmaster in native coronary arteries. Although a conclusive cause for the stent graft leak cannot be determined, the reported physical resistance appears to be related to the circumstances of the procedure and there is no indication of a product quality deficiency. It should be noted that the otw graftmaster IFU, states: do not attempt to pull an unexpanded stent graft back through the guiding catheter; dislodgement of the stent graft from the balloon may occur. In this case, it is unknown if the re-insertion contributed to the reported event. The 3.5 x 19 mm graftmaster is being filed under a separate medwatch report.